Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the surface of the cables of the system controller's battery wires were broken. The patient is reportedly active and does a lot of physical work and the wired might have been damaged during use. The cables were fixed by a silicone tape and a new controller was to be ordered.

Manufacturer narrative:
Related MFR # 2916596-2023-03508. Manufacturer's investigation conclusion: the reported event of damage to the outer jacket was confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was downloaded for review that showed events spanning approximately 7 days (20nov2023 ¿ 26nov2023, 04jan2024 per timestamp). Events occurring of 04jan2024 were recorded during testing at abbott. The driveline was disconnected on 26nov2023 at 00:38:58 for a system controller exchange. There were no other notable alarms active in the log file. The controller was returned for analysis and two images were submitted that revealed damage to the outer jacket of the white power cable. The controller was functionally tested and passed all testing. The observed damage to the cable did not affect the controller¿s ability to operate the pump for an extended duration. Additional information provided on 28nov2023 stated that no log files could be provided. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage and power cable disconnect alarms. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.